Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1819101) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the physician shuttled sealant down in normal fashion and when he attempted to retract the sheath after sealant deployment per normal deployment steps, the balloon appeared to pull through the arteriotomy. Physician explained that the sheath and shuttle tube seemed to be jammed at the deployment position, leading to the balloon being pulled through. There was no reported patient injury. The vessel type was a femoral arterial. Initially, this was a diagnostic procedure. A 5f sheath was used on the procedure. The device will be return for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that this was closure of the femoral artery. A routine end of case vascular closure device deployment. After inflation of device balloon, the doctor attempted to pull back sheath leaving vascular closure plug and balloon. When attempting to remove sheath the inside supporting straw/plug/balloon/ were removed as well, rather than being left behind at arterioctomy site. As reported, after the physician shuttled sealant down in normal fashion of a 5f mynxgrip vascular closure device (vcd), and when he attempted to retract the sheath after sealant deployment per normal deployment steps the balloon appeared to pull through the arteriotomy. Physician explained that the sheath and shuttle tube seemed to be jammed at the deployment position, leading to the balloon being pulled through. There was no reported patient injury. The vessel type was a femoral arterial. Initially, this was a diagnostic procedure. A 5f sheath was used on the procedure. This was closure of the femoral artery. A routine end of case vascular closure device deployment. After inflation of device balloon, the doctor attempted to pull back sheath leaving vascular closure plug and balloon. When attempting to remove sheath the inside supporting straw/plug/balloon/ were removed as well, rather than being left behind at arteriotomy site. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The balloon was partly deflated as received. Sealant was observed abutting the balloon and appeared to have been moistened and slightly swelled. The advancer tube was engaged to the tamp lock. The non-cordis procedural sheath was retracted to the shuttle handle and the procedural sheath¿s stopcock was received in the close position. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path. No anomalies were observed. Shuttle movement was checked and no resistance was felt. Leak testing was performed on the balloon of the returned device and found no leak in the balloon per the mynxgrip instructions for use (IFU). The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. Visual inspection at high magnification found the sealant was swelling with increased profile. A device history record (DHR) review of lot f1819101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ and subsequent ¿balloon pull through¿ was confirmed through analysis of the returned device. The exact root cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, the issue might have been caused by user error (user was in-training) as evidenced by the closed procedural sheath stopcock and the sealant showing premature exposure to blood moisture. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. If excessive tension is applied to the device during shuttle retraction step, this can cause the balloon to be pulled through the arteriotomy. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.